Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient had an implantable neurostimulator (ins) placed in (B)(6) 2013. It was reported the patient used the device for about 2-3 weeks then did not need it for 6 months but then needed it when they threw out their back 2 weeks prior to report. It was reported the patient was not informed that they needed to keep the ins charged even when they were not using it. It was noted that the charged the battery for an hour for three days until it was full but was told they may have damaged the battery and it may need to be replaced. It was noted the patient was very upset about how their manufacturer representative was handling their case and that they are ¿eating motrin 24x7 to function because the pain is horrible¿. It was reported that the patient does not have time charge every night but if they don¿t it¿ll die again. It was further reported the patient was charging more than expected. It was noted an over-discharge was reported and was reset ¿about two weeks ago¿. It was confirmed the over-discharge was from december. It was reported the patient has only performed one 100% charge and is currently at 25% charge. It was reported there may be some battery damage but the patient wanted to leave and was mad. It was noted the patient was also given different recharge instructions than what was initially recommended. Additional information received reported the patient¿s battery is not holding a charge. It was noted the patient is able to fully but not turn stimulation on and the battery will deplete by 50% overnight. It was reported the patient is having their implant exchanged on (B)(6) 2014.

Event description:
It was further reported that the patient¿s device was explanted and replaced. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found that the battery had reduced capacity due to over-discharge.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device was explanted on (B)(6) 2014 and returned to the manufacture for analysis. The device was reported to have not held a charge and the patient also reported an over-discharge however the date was unknown. It was determined the device problem was not due to normal battery depletion and the patient recovered without sequela following their device removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.